Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst."

Event description:
It was reported that the balloon on the foley catheter deflated prematurely causing it to fall out of the patient. No pieces of the balloon were reported to be missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter deflated prematurely causing it to fall out of the patient. No pieces of the balloon were reported to be missing.